Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed to close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch would not lock. A field service engineer discovered that the latch assembly was hot to the touch and replaced the faulty latch. The system was then rebooted, and firmware updates were successfully completed and tested functionality. The system functioned as intended after the field service engineer guided the repaired the device.